Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device also received with cracked case(battery tube) and peeling serial number label.

Manufacturer narrative:
(B)(4). Insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had open book image on screen. Customer's blood glucose level was unknown. It was reported that the customer went for swimming with insulin pump and seen open book image on screen. The customer reported that the insulin pump made a lot of noise and turned off and afterwards had a crack in the insulin pump. It was reported that they used pen for a while and then insulin pump was replaced. The insulin pump will be returned for analysis.